Manufacturer narrative:
The insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. Unable to verify off no power alarm due to blank display.

Event description:
It was reported via phone call that the insulin pump does not turn on. The blood glucose level was unknown. The insulin pump was returned for analysis.